Event description:
On 11/4/2021, it was reported by a sales representative via e-mail that an ar-1927bcf double loaded biocomposite 5.5 corkscrews and one of the anchors broke during insertion. The anchor cracked before the surgeon could completed one full rotation. This was discovered during use in a rotator cuff repair on (B)(6) 2021. The anchor was removed and the case was completed by using another corkscrew from the same box.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified.